Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to high blood glucose levels and possible diabetic ketoacidosis, with a blood glucose reading of 1000 mg/dl. The customer had changed the infusion set (B)(6) prior to the event. Due to a lack of coverage by his insurance, the customer had been re-using the insulin pump supplies. The customer also stated that a piece has chipped off at the battery compartment. Offered a replacement insulin pump, but the customer declined. Nothing further was reported.